Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have no issues at the distal end upon visual inspection. The instrument passed the recognition and engagement tests and did not move intuitively with full range of motion in all directions. The instrument's movements were imprecise (normal but non-exact within joint limits and in the expected direction with vibrations or small-scale dithering.) Additional observation related to the customer reported complaint included a loose pitch cable at the distal end. The loose pitch cable at the proximal end in the housing likely caused the imprecise motion at the distal end. Common causes of the failure mode loose instrument pitch cables are attributed to a component failure resulting in a loss of cable tension. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the prograsp forceps instrument tip moved in the opposite direction. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that the instrument was inspected prior to use with no abnormality. During the procedure, the instrument tip motion did not match the action intended by the surgeon persistently. When the surgeon attempted to turn the instrument tip to the right, it did not bend to the intended direction, and sometimes it moved to the left. The issue occurred while the surgeon¿s head was inside the surgeon console (sc)¿s high resolution stereo viewer and the surgeon was attempting to manipulate instruments from the sc. The movements of the surgeon scaled appropriately to the instrument and the timing of instrument movement was appropriate. No shakiness, friction, or external collisions were observed. There was no instrument-to-instrument or system arm-to-arm interference. The drape number was unknown, and it would not be returned. There was no injury to the patient as result of the event.